Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) spoke to the customer who claimed that the device could not make exposure. Onsite service was required, however, the customer refused the onsite service from philips. The resolution and root cause of the reported problem were unable to be determined. Since the customer refused the service from philips and no device inspection was performed by philips, no further information could be obtained from the customer. The codes were updated based on the investigation outcome. The evaluation method were corrected. H3 other text : on-site evaluation refused; no response received for further information.

Event description:
It was reported to philips that intermittently the system would not perform exposure. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.